Event description:
A pt reported blood glucose results of "333 mg/dl and 118 mg/dl" with a lifescan meter, performed witin 10 minutes of each other. The meter, test strips, and control solution were replaced.